Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer treated themselves with food and cranberry juice. Customer's healthcare provider adjusted the basal rates on the device. Customer advised they did not eat when they were supposed to which resulted in low blood glucose levels. Troubleshooting on the insulin pump was performed. Customer advised the reservoir showed the same amount of insulin as the status screen. Customer was advised to monitor the insulin pump and call back if issues persist.